Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the angulation locking was the angulation mechanism of the device was damaged during device handling by the user olympus will continue to monitor field performance for this device.

Event description:
The olympus asset device, flex video scope, was returned with no complaint reported by the end user. Upon inspection and testing of the returned device, it was observed that the angle wire was damaged, and the bending section could not be controlled. This report is being submitted for the malfunction found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the angle wire damage was likely due to wear and tear over time. The color ring on the air/water cylinder and suction cylinder was worn off. The switch box was dented. The label on the scope connector was peeled. The light guide lens was cracked. The adhesive on the bending rubber was detached/separated. The coating on the universal cord was peeling. No leaks were detected during incoming inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.